Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
There was a tear at the tip of the pigtail catheter. The tear was noticed after the product was taken out of the package. This may have occurred during withdrawal from the packaging. The product was not clinically used.